Manufacturer narrative:
The biomedical engineer (bme) reported to the remote service engineer (rse) that a 1122 "blower temperature high" error occurred. The rse provided the bme with the part number of the replacement blower assembly for repair upon request. Per good faith effort (gfe) response, the bme confirmed that the reported issue could not be duplicated after all-- the bme checked the logs and could not find an error log listed regarding the blower temperature being high. The bme also let the ventilator run all day and could not replicate a blower high temperature. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 1122 "blower temperature high" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) reported that a 1122 "blower temperature high" error occurred. The rse provided the bme with the part number of the replacement blower assembly for repair upon request. The investigation is ongoing.